Event description:
Additional information: the patient lives in (B)(6) but is down in (B)(4) a couple of months of the year. The patient was in (B)(6) area at time of report. Last week, the patient got dehydrated with ¿a flu¿ so he got a couple of liters of intravenous fluid from the urgent care, which may have aligned with the first motor stall found in the pump logs; patient recovered from that (motor stall recovered after 4 days per pump log). The patient misidentified the alarm sound for something else and ¿a whole bunch of us were together here on holidays¿ and thought it was a cell phone or something. The patient thought the pump first started alarming in the middle of last night and said the alarm sounded like a cell phone. The patient's pain was "fine¿ and was not feeling any different that way at the time of the report.

Event description:
Additional information received later indicated that on (B)(6) 2012 when seen in the ER patient complained of not feeling well; his pain had increased and he had developed diarrhea; he felt he was going through withdrawals. As reported previously the pump was checked and found to be stalled; impression per the ER hcp was narcotic withdrawal/pump failure. Patient was given oral meds and the pump was turned down. Patient returned to (B)(6) and had his pump replaced.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed motor gear train anomaly and corrosion. Analysis of the returned catheter revealed no anomaly; acceptable catheter testing.

Manufacturer narrative:
Product ID: neu_unknown_cath lot# serial# unknown, product type catheter. (B)(4).

Event description:
Additional information: per the health care provider the patient was not having any symptoms at the time, just the pump alarming; however that evening the patient was admitted to the hospital with symptoms of withdrawal. The hcp did not know the cause of the stall. The patient had 2 motor stalls. One before the patient traveled to (B)(6) and recovered 2 days later. During that time (of the first stall) the patient went to urgent care with what the patient thought was stomach pain. The second stall occurred in (B)(6) in which the hcp met with the patient, confirmed the motor stall and advised the patient to be admitted. The patient declined then was admitted later that evening/early morning. The hcp did not know how the patient was doing or if receiving effective therapy as the patient went back to (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pump was alarming last night. Patient did not report any change in therapeutic benefit. It was stated that the patient had visited urgent care for fluids last week, did not have any recent MRI or medical procedures. The pump was refilled 1.5 months ago and was usually refilled every three months; the pump was indicated to have been implanted in (B)(6) 2008. Patient was currently traveling in the united states and looking for us physician; patient was in the ER as of the date of this report. Drug delivered via the device was morphine. The pump was interrogated and a confirmed motor stall was noted. It was stated that the pump event logs showed multiple motor stalls prior to the one which started yesterday ((B)(6) 2012) and had not recovered. The patient was scheduled to have the pump replaced on (B)(6) 2012. A follow-up report will be sent if additional information becomes available.